Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the customer was hospitalized for high blood glucose. Customer's mother stated that the customer woke up with high blood glucose and was not thinking properly. Customer's blood glucose levels at the time of emergency room visit was 600+ mg/dl. Customer's current blood glucose reading was 269 mg/dl. Customer was wearing the insulin pump at the time of emergency room visit. Customer's mother stated that three days ago the rubber seal came out of the reservoir compartment and now the insulin pump does not work. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.